Event description:
It was reported that this pacemaker exhibited oversensing of a minute ventilation (mv) artifact on the right ventricular (rv) channel. The oversensing lead to pacing inhibition of roughly 2 seconds. Signal artifact monitoring (sam) stored an episode of this event and disabled the mv feature. A review of the reports note loss of capture, as well. Technical services (ts) provided possible causes of this issue and provided resolution recommendations. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of a minute ventilation (mv) artifact on the right ventricular (rv) channel. The oversensing lead to pacing inhibition of roughly 2 seconds. Signal artifact monitoring (sam) stored an episode of this event and disabled the mv feature. A review of the reports note loss of capture, as well. Technical services (ts) provided possible causes of this issue and provided resolution recommendations. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information, determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.